Event description:
During attempts to treat a tortuous and calcified lesion in the right coronary artery, the physisican attempted to advance a cypher stent. When an attempt to pull the wire was done the internal coiled wire came out of the exit port. It was the coil in the distal part of the rx cypher stent. Some resistance was noted by the physician. A shorter cypher was used. There was no pt injury. No add'l info was given. The product was clinically used in the pt. The product will be returned. The guide-wire was a non-cordis device.